Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2024 and forwarded to millyard advanced medical products, llc on (B)(6) 2024. The patient reported they were in the ER and felt lightheaded. They reported receiving a pump failure alarm. They attempted to switch to their back-up pump but it would not beep when batteries were inserted and would not pair with its remote. Replacement pumps were couriered and the patient was able to resume remodulin therapy. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 26-jul-2024 (report number 3016798778-2024-00040). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show the system was not in use near the date of the complaint. A no communication attention alarm was generated approximately 10 hours after the pump had lost connection on the most recent usage. During investigation, the pump was disassembled and fluid ingress was observed to be the cause of the alarm. The system functioned within specification as it alerted the user that the pump was no longer powered on after 10 hours. Logs from remote (B)(6) (paired with pump (B)(6)) show that 1 day before the date of the complaint the system generated pump failure and cassette problem alarms. During investigation, the pump powered on without issue. A test delivery was started and ran for approximately 70 hours before ending with an expected cassette depleted alarm, indicating that the pump functions normally. The pump was disassembled for inspection and evidence of fluid ingress was observed. (B)(6)/(B)(6) functioned within specification as it alarmed accurately and entered a failsafe state after alarming. No cassettes were returned for investigation, so the cause of the fluid ingress could not be determined for either system. No further investigation is possible.